Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the pump was feeding high. The unit was triaged and the reported issue could not be confirmed. The unit was investigated for accuracy, and no fault was found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump was feeding high.the proper amount for a four hour feeding was measured out and ran in three hours. The pump was switched out and the next four hours ran in four hours. The md was aware and the patient had no adverse effects from the speed of delivery.